Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had battery issues . Customer's blood glucose was unknown mg/dl. The customer change the battery cap and used the same battery. The customer stated that he received a weak battery alarm. The customer was advised that he would get the alarm because he used the same battery. The customer to change new battery to test out how long a new battery will last and patient agreed.